Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n523452, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. The following codes are related to the lead (model: 39565-65, serial: (B)(4)). (B)(4).

Event description:
It was reported that the patient lost stimulation in the right leg. Both leads get to the left leg. Patient symptoms and complication associated with the event included less than 50 percent therapy relief at the right leg. X-rays were taken and showed no lead movement. Stimulation coverage remained unchanged. The manufacturing representative tried hd and cycling programming. No follow up was scheduled. The patient's status at the time of report was alive with no injury. Additional information was later received from a manufacturer representative (rep) that reported lead migration and loss of coverage on the right side. The lead migration was found via fluoroscopic imaging, and the patient was being referred for revision. The related medical history was spinal pain and complex regional pain syndrome type 1. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had a revision of the leads, but the leads were not replaced. An anchor was added. The patient was going to have another trial, however, the trial was aborted and that was when it was determined that one of the leads had pulled down. The patient had a lead revision where the lead was repositioned on (B)(6) 2016. The patient had been having issues with coverage since (B)(6) 2015.